Event description:
While withdrawing the grey positioner and top cap, the top cap caught the suprarenal stent was pulled the graft down. There was angulation of the neck that pushed the system to the wall, complicating the docking of the top cap and withdrawal of the device. No intervention was performed due to the position of the suprarenal stent having been pulled inwardly. It was determined that a main body extension would not seal within the graft or vessel due to the suprarenal stent positioning and the utilization of the balloon catheter might result in further complications. Pt underwent an open surgical conversion for removal of the stent graft and repair of the aaa.